Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the component has a broken or detached piece in a location that could potentially fall into the patient. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include improper handling of the cable during either use or reprocessing. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus had a crack visible in both eyes. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragments or pieces from the device fell into the patient during the procedure, and there was no report of fragments falling while the device was in use. Consequently, no actions were necessary for retrieving fragments, and the patient did not experience any post-surgical complications related to foreign material retention. Additionally, there is no missing or detached material from the instrument.